Manufacturer narrative:
Results - as received, the returned ipg had part of the header sliced off. The ipg was functional, battery voltage and current was within specification. There was no alleged failure of the device to meet specification, therefore, no further testing was performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's scs ipg was returned to sjm with no explanation as to why the ipg was removed. No additional information is available .